Manufacturer narrative:
The company became aware of a suspected bowel perforation following an aveta case. The patient returned 24 hours after procedure to the hospital for repair. Patient is doing ok. No product or further information is available for investigation. The device was not returned for investigation. No device malfunction was reported.

Event description:
Customer reported a bowel perforation following an aveta case. 24 hours after procedure the patient returned to hospital for repair. Patient is doing ok was noted.